Manufacturer narrative:
A ge representative evaluated the system and reseated cable connectors. The system operates as intended.

Event description:
The customer reported, the system would not display an image. No patient injury was reported.